Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that driveline communication (b) faults were observed. The patient was asymptomatic. The modular cable was replaced; however, driveline communication (b) faults continued. The alarm was permanently silenced. No additional information was provided.

Manufacturer narrative:
The lvad remains implanted and the patient continued on vad support and no additional complaints have been reported to the manufacturer at this time. Review of the submitted log file confirmed driveline communication fault alarms; however, a specific cause for these events and a direct correlation to the pump could not be conclusively established through this evaluation. The submitted log file contain data from (B)(6) 2018 at 10:56 through (B)(6) 2018 at 22:06, (B)(6) 2018 at 14:56 through (B)(6) 2018 at 18:09, and 08:58 through 10:28 on (B)(6) 2018. Driveline communication fault alarms were captured on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. These alarms were associated with the com_b_fault flag. This alarm appeared to be silenced on (B)(6) 2018 at 21:06. The pump speed did not drop below the low speed limit for the duration of the log file and no additional atypical events were captured. The submitted lvad log files were also reviewed and appeared unremarkable. The patient¿s modular cable, lot number 183274, was returned for evaluation and no device-related issues were identified. No further information is available. The manufacturer is closing the file on this event.